Event description:
It was reported the device was used during a gastrectomy with reanastomosis of the esophagus. Approx 1 week after this procedure, the surgeon approached the sales rep asking for a review of device instructions. At that time, he did not indicate there was a problem with the performance of such device. The sales rep was notified today, 3/5/98, by the hospital risk manager, that the pt expired on 3/4/98. It is unknown at this time what the exact cause of death or contributing factors were. It is unk to the rep to what extent the anastomosis was checked after the device was fired. The pt had stomach cancer. Female pt.